Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The reported phenomenon was not reproduced. The camera cable was scratched. The watertightness of the camera cable was lost due to scratches. It is possible that the endoscopic image was temporarily not displayed because the communication between the video system center and the camera head was poor due to the destruction of the electronic circuit due to the intrusion of water through the perforation of the camera cable. The perforation of the camera cable may have been caused by reprocessing or storing the device together with tweezers, forceps, scalpels, etc. The instruction manual provides preventive measures against perforation of the camera cable. By following this instruction, the user may have been able to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed. There was no report of patient injury associated with the event.